Event description:
Customer stated that, during a surgical procedure on a patient's hand, the ls200 lamp cracked and dropped plastic pieces into the sterile field. The pieces did not enter the wound/surgical area, but fell on the sterile drape above the wound.

Manufacturer narrative:
Conclusions: examination of the bezel indicates damage as a result of blunt force impact which lead to eventual cracking. The device involved in the reported event was returned to welch allyn, inc. For evaluation. It was determined that the failure of the component was attributable to impact damage which caused the bezel ring to crack over time. This is an isolated incident.